Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s first device ¿failed.¿ the patient stated that they went in to see their healthcare provider because their device wasn¿t working anymore to control their symptoms. No falls were reported. It was also stated that the issue was not because of the device but they needed a surgical revision. The patient¿s lead had come ¿undone¿ it had moved from its originally implanted position. It was unknown if an xray or other imaging was conducted to verify this. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported ¿patient had issues with right lead and battery.¿ it was replaced on the right side. It was indicated the patient had a bilateral battery placement. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.